Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the clinician was not able to get any green lights on the telemetry portion on the monitor, during a manual transmission. Follow-up with the clinic indicated that the remote transmission failed because the device had reached elective replacement indicator (eri). The implantable pulse generator (ipg) was removed and replaced. No patient complications have been reported as a result of this event.